Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon visual examination, no leaks were identified; however, the component did not pass activation test during functional evaluation. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of each cylinder was noted, along with a leak and a hole in their proximal end, consistent with sharp instrument damage. In addition, the second cylinder presented multiple tool marks. The reservoir was microscopically inspected, and leak tested. Wear at fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the pump did not pass functional testing.